Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after fixating the leadless pacemaker, the device could not be released from the delivery catheter. The device was retrieved, and the procedure was abandoned. The patient condition was stable.